Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery is not accepting a full charge and the charging led flashes continually. There was no patient involvement.

Manufacturer narrative:
The customer declined service, based upon cost of repair, and reported that they will "see about buying a new unit instead of spending money on their old ventilator". No further repair has been performed, nor is scheduled. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.